Event description:
It was reported that the device was clinically loose and revised to a tm modular cup. Pt of avn. Radiographs never showed radiolucency around the cup, pt never recovered from pain post-op, start-up pain, pain with movements.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.